Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms, starting on 08-apr-2024. The pacing impedance measurements were observed to have started increasing sometime in 2019, but with values in range until april 2024. Review of system data also noted undersensing of ventricular activity on the rv channel, as well as ventricular pacing close to the vulnerable period. No noise was seen on the rv channel and the shock impedances were observed to be stable and in-range. Troubleshooting and sensing optimization discussions were provided to the field and the rv lead remains in service. No adverse patient effects were reported.